Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial # (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #( B)(4) description: linear st lead, 70cm a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away for an unknown reason. The physician does not know if the death was device related.